Event description:
The patient reported that the "atrail lead dislodged one day after surgery and now my ventricular lead is dislodged". Patient noted ventricular lead was "turned off". The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the "atrial lead dislodged one day after surgery and now my ventricular lead is dislodged". Patient noted ventricular lead was "turned off". The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient experienced dizziness, palpitations, weakness, muscle stimulation with intermittent capture due to the atrial lead dislodgement. The atrial lead was repositioned and remains in use. Two days after the repositioning of the atrial lead, the patient had dizziness the ventricular lead was found to have no capture and no sensing. The ventricular lead was programmed off, but left in the body. This patient is a part of a system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.